Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and fecal incontinence. It was reported that they had been losing bladder and bowel control. Patient said it had been a year and a half since they had to change anything. Patient said they wanted to increase stim a little because they have been losing their bladder or bowel control. Patient said they started losing their bladder and bowel control in (B)(6) of 2025 and it got worse after their accident on (B)(6) 2025. Patient connected to the ins and saw an eos message. Patient said they were told the ins should last 10 years. Patient said they had the device on a "low setting" which was 3.0. Reviewed eos meaning and directed to their healthcare provider (hcp). Patient said they have an appointment coming up. Patient noted that the device really did help. On (B)(6) 2025 the patient asked if a manufacturing representative (rep) could be at the appointment. Agent reviewed role of rep and patient services and redirected to hcp. Caller also repeated information about their bowel and bladder issues returning. Caller repeated longevity dissatisfaction and is upset that the rep told them it would last 10 years.